Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huaw0287 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(4) 2017 - it was reported by the facility that the rn was obtaining morning labs from the broviac when she heard a "pop" and saw a hole in the line. The line was clamped and the crn was called. It was reported that there was a hole on the thin distal leg of the broviac. Blood was on the line when the crn arrived and the line was repaired. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4.2 fr broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the intermediate tubing beginning at the edge of the clamping oversleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), granular fracture surface texture (typical of tearing failure modes). These features are characteristically found due to the sudden ballooning and fracture of the catheter tubing which was consistent with the complainant¿s indication that a ¿pop¿ was heard during product use. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
On 04/18/2017 - it was reported by the facility that the rn was obtaining morning labs from the broviac when she heard a "pop" and saw a hole in the line. The line was clamped and the crn was called. It was reported that there was a hole on the thin distal leg of the broviac. Blood was on the line when the crn arrived and the line was repaired. No patient harm reported.